Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with dizzyness and fainting, the patient was put into the intensive care unit. System evaluation noticed right ventricular (rv) lead loss of capture with pacing spikes, the patient was pacing dependent. Pauses above eight seconds in pacing were reported. The system was reprogrammed, and the reason for loss of capture was reported to be incorrect programming from previous check. This pacemaker system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room with dizzyness and fainting, the patient was put into the intensive care unit. System evaluation noticed right ventricular (rv) lead loss of capture with pacing spikes, the patient was pacing dependent. Pauses above eight seconds in pacing were reported. The system was reprogrammed, and the reason for loss of capture was reported to be incorrect programming from previous check. This pacemaker system remains in service. No additional adverse patient effects were reported.